Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. Data analysis: console log shows placement signal not reliable alarm (#1036, opm signal invalid), and multiple psnr events. Ltlog data shows that less than 27 days after pump 486754 was transferred from another console to (B)(6), optical placement signal became invalid and did not recover for the duration of the case. Rtlogs indicated that during that time snr was very low, and contrast had occasionally unrealistic values (below 0% or above 100%). These characteristics of the optical signal are consistent with fiber break. Device analysis: console testing showed that the system - including optical bench - was operating within specification. Complaint issue was not reproduced. Root cause: no problem was found with the console. Pump investigation 23-19937-1 points to optical signal issues being related to the kinked fiber. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported a placement signal not reliable alarm. The nurse disabled audio and monitored motor current flows. The decision made to withdraw care, and the patient expired. The patient's death is captured in the sister record of this record.